Event description:
It was reported that during defibrillation threshold (dft) testing, the device delivered a 35joules shock when it had been programmed to 20joules. The rep also indicated that the device required that the capacitor be dumped prior to any initiated shock. The rep was advised to dump the capacitor as instructed, as the device would deliver a therapy to the level of whatever was remaining in the capacitor at the time of the manual therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.